Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy, the noted she had good control on program 3 during the day, but the patient stated she noticed a couple of days prior to the call urgency and frequency at night. The patient planned to increase stimulation at night time. The patient noted the symptoms were sudden in onset. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.